Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (unknown) (2000 mcg/ml at 195.3 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient had an MRI yesterday and they were interrogating the pump today for the first time. The caller stated that the pump was still showing a motor stall.